Event description:
It was reported by the user site that during an affirm breast biopsy guidance system procedure on (B)(6) 2025, issues were experienced targeting and acquiring calcifications. The user reports that after completing the patient exam and placing the clip, it was observed that the targeted calcifications were "minimally touched." When attempting to obtain further clarification from the user regarding the reported event, the customer indicated that the calcifications that were targeted have not been achieved. The user site was unable to provide information regarding the disposable needle that was being used at the time of this reported event. A hologic field service engineer was dispatched, and the affirm breast biopsy guidance system was replaced. No further information is currently available.